Manufacturer narrative:
The device was received for evaluation and found to be in good general condition. The device completed a full production verification testing (pvt) without issue. The device logs were downloaded and attached to service request. The pump was found to perform correctly in delivering medication while responding correctly to instances of high distal pressure (occlusion alarms). There was no fault found with the device. All the infusions were working as expected and the pump delivered unless interrupted by occlusion alarms or interruption by the user to stop the infusion. The probable cause of the report of incorrect dispensing was the prolonged occlusion alarms which led the user to believe the pump was failing to dispense as programmed.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete. Telephone number provided (B)(6).

Event description:
The event occurred on an unspecified date and involved a plum 360¿ infusion pump in which the customer reported that it is not dispensing the volume correctly. It was not specified if there was patient involvement or not, however, no harm was reported as a consequence of this event.